Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient¿s anatomical condition. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Patient had an atrial flutter causing left atrium (la) dilation with mild a2 prolapse and a restricted posterior leaflet. Two ntr clips were implanted, but after implanting the second clip, both of the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda¿s, a third clip was implanted, successfully reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.